Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with elevated glucose noted the prior night and subsequent correction after a supply change, followed by a low later that night; lot numbers were collected for the infusion set, connector, and cartridge. Symptoms included high blood glucose. Outcomes included transient hyperglycemia that resolved with troubleshooting and education. Investigation included review of use history, blood glucose questionnaire details, and supply lot collection. Investigation of this case revealed no observed device malfunction, no visible infusion set issues such as bent cannulas or leaks at the time of replacement, and an unclear cause of the hyperglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.